Event description:
During the paroxysmal atrial fibrillation procedure, insertion difficulty into the vein was noted. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient. The needed access sites were in place but there were insertion difficulties noted with the introducer. Multiple attempts were made on both the right and left femoral access sites but the device could not be advanced into the vein. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient. No additional femoral access sites were needed outside the scope of this procedure.

Manufacturer narrative:
Additional information received by the reporting person confirmed that the insertion difficulty occurred using the established and planned femoral access sites. No additional femoral access sites were required related to this insertion difficulty making this event not reportable.

Event description:
During the procedure, insertion difficulty was noted. Multiple attempts were made on both the right and left femoral veins but the device could not be advanced into the vein. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The sheath distal tip had been bent, flared and bulged. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage and patient insertion difficulty remains unknown.